Event description:
Same case as MDR ID: 2134265-2014-03613. (B)(4) clinical study. It was reported that chest pain, myocardial infarction (mi) and stent thrombosis occurred. On an unspecified date, two unspecified taxus stents were implanted in mid right coronary artery (rca). In (B)(6) 2014, the patient presented with chest pain radiating towards the neck and jaw and patient was hospitalized on the same day. Elevated cardiac enzymes values noted but did not meet the protocol of mi (ck total= 661 iu/l; uln= 140; peak ck- mb= 89.8 ng/ml, uln=5.0 ng/ml; peak troponin t =3.33 ng/ml, uln=0.10 ng/ml). Also, electrocardiogram (ECG) revealed inferolateral st elevation mi. Subsequently, cardiac catheterization was recommended. Patient's coronary angiography showed 70% stent thrombosis of previously deployed taxus drug eluting stents located in mid rca. The lesion was treated with balloon angioplasty and thrombectomy resulting in 0% residual stenosis. Three days post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).